Event description:
It was reported that the hcp changed the lead configuration of a newly implanted activa pc from contacts (B)(6). The hcp was unaware that this meant the patient would no longer receive therapy for the left part of his body, as the programmer did not give a warning that the lead configuration changed, it only warned that the parameters would be deleted. It was noted that several examples in the n-vision manual showed the n-vision with a 0, 1, 2, 3 and 4, 5, 6, 7 configuration. The programming change resulted in system impedances of over 40,000 ohms. It was thought that there was something wrong with the neurostimulator and the implantable pulse generator was mistakenly replaced. It was reported that the patient was ok.

Manufacturer narrative:
Programmer model 8840, (B)(4), medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date of this report.